Manufacturer narrative:
Concomitant product(s): a 447052 lead, implant date: (B)(6)2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at the emergency room due to their device alerting. The patient¿s device was interrogated and it was noted that their right ventricular (rv) lead was oversensing and had over one thousand sensing integrity counter (sic) counts. The rv lead was initially reprogrammed off and later revised where the setscrew was adjusted. The lead is still in use. No patient complications have been reported as a result of this event.